Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the shock button on their device was inoperable. The customer advised that during testing, the shock button was intermittently inoperable. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.